Event description:
It was reported that during an arthroscopy, instruments inside patient, two footprints anchors were fractured during implantation in the proximal part. All the pieces were removed with tweezers. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4). H2: additional information in b5.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A review of the customer provided images found two separate images of an anchor that has fractured on the distal end near the suture window. There is debris on the anchor. A visual inspection of the returned device found that it is not in its original packaging. Two separate devices were received in separate cartons. Both have the same product identification information. Device one has been deployed, and the distal tip of the anchor is fractured. The distal end of the inserter is bent, and there is debris on the device. Device two was received without the anchor. There is debris on the device. No deficiencies of the device can be seen. Based on the condition of the product material found during visual inspection, additional material testing is not required. It was determined the device did not contribute to the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). Initial reporter zip code: (B)(6).

Event description:
It was reported that during an arthroscopy, instruments inside patient, the footprint anchor fractured during implantation in the proximal part. All the pieces were removed with tweezers. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.